Event description:
Primary IV-line tubing leaking from y site. Background: patient had a piv placed for an infusion. Primary line was primed with saline and attached to the patient. When fluid was running through the line, the patient alerted nurse that fluid was leaking. It was found that the lower y site, closest to the patient, was not sealed and fluid was coming out. Management was notified of the issue and the lot was noted. New primary line was primed and was found to be without leaks and was used to treat the patient without incident. Manufacturer response for IV tubing, continuo flo IV tubing (per site reporter) logged multiple events and escalated to baxter this week. They are investigating. Also saw reports of leaking in the maude database.